Event description:
It was reported that a spectrum pump alarmed constantly for door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter did not receive and was not able to evaluate the device. If the device is received and the evaluation is complete, a supplemental report will be submitted.